Event description:
Site contacted cynosure lutronic technical support for assistance with a lamp warning message on the picosure pro device. Site then relayed to technical support that a week ago, the device would not stop firing even after operator took her foot off the pedal.

Manufacturer narrative:
Cynosure clinical determined that no patient injury had occurred. The device history record confirms that the product passed and met all requirements before releasing. Cynosure field service engineer (fse) arrived at site and evaluated the device. Fse confirmed system needed a lamp change and replaced the lamps, o-ring, and ran calibration. Footswitch was checked and fse cleaned the connection on 5mm handpiece. Fse concludes system is working within published specification and ready for use again. Based on the site's report of an unintended discharge of laser energy, this event is considered an accidental radiation occurrence (aro) and represents a device malfunction that is reportable under 21 cfr part 803 in accordance with u.s. Food and drug administration MDR requirements.